Event description:
It was reported that patient fell. Leads were found broken. Patient had successful lead revision.

Manufacturer narrative:
Concomitant medical products: product ID 977a260. Serial# (B)(4). Implanted: (B)(6) 2021. Explanted: (B)(6) 2022. Product type: lead. Product ID: 977a260. Serial# (B)(4). Implanted: (B)(6) 2021. Explanted: (B)(6) 2022. Product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 18-mar-2025, UDI#: (B)(4). Product ID: 977a260, serial/lot #: (B)(4), ubd: 18-mar-2025, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.